Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Primary was done in 2014. Right hip revision was performed for elevated metal ion levels. Head and insert revised to biolox universal taper head with +4 sleeve and a zimmer cemented constrained insert.